Event description:
It was reported by getinge fse that during check before delivery, the cardiosave intra-aortic balloon pump (iabp) failed all manifold leak test. No patient was involved.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name:(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and replaced the pneumatic module assy (d997-00-1178). The unit all manifold test passed. The failure analysis and testing dept. Received part number 0997-00-1178 with a reported unit failure of the all manifold test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Au. The most probable root cause is component reliability.

Event description:
N/a.